Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient presented to the ER (emergency room) after hearing the alert tone two days ago. The device had a charge circuit timeout and episodes that appear to be noise. The patient and family have wanted the device completely shut off, therefore the physician ordered the device off completely as the device was at elective replacement indicators (eri) and the patient is not pacing dependant. The device was not removed. No patient complications have been reported as a result of this event.